Event description:
A healthcare facility in (B)(6) reported that an iw910jeu baby control mobile infant warmer had an "open heater element." No patient consequence was reported. The heater assembly was returned to fisher & paykel healthcare (fph) service centre in irvine, california. During servicing, it was noticed that the upper head harness was slightly discoloured.

Manufacturer narrative:
(B)(4). Method: the heating element and head harness of the complaint iw910jeu baby control mobile infant warmer were returned to fisher & paykel healthcare (B)(4) for evaluation. Results: the heating element was found to be open circuit and upper head harness connector was found to be slightly discoloured. A lot check revealed no other complaints of this type for lot 060330. Conclusion: degradation of heating element leading to an open circuit is usually caused by normal aging failure due to the formation of a localized hot spot and the slow breakdown of the resistance wire. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A healthcare facility in (B)(6) reported that an iw910jeu baby control mobile infant warmer had an "open heater element". No patient consequence was reported. The heater assembly was returned to fisher & paykel healthcare (fph) service center in (B)(4). During servicing, it was found that the upper head harness was slightly discoloured.

Manufacturer narrative:
(B)(4). The components of the complaint iw910jeu baby control mobile infant warmer are route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the components and have completed our investigation.